Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. What were the diagnosis and indication for the index surgical procedure? Knee osteoarthritis 2. Was there any intraoperative concurrent use of other products? The surgeon did not use other hemostasis products. 3. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? The product was used to address active bleeding. 4. Where was the surgicel used (on what tissue)? Soft tissue before closing 5. Was the surgicel product left in place? Was the excess irrigated and removed? Yes, the surgeon irrigated and removed the excess powder. 6. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative course? No allergy. 7. What is the patient¿s current status? The patient discharged from the hospital on (B)(6) 2023 the following information was requested, but unavailable: 1. What is the lot number? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a total knee arthroplasty, tka procedure on (B)(6) 2023 and absorbable hemostat was used. Before closing the wound, the product was sprayed and after that, washing was done thoroughly. On (B)(6) the patient's knee was swollen below the knee. The surgeon¿s opinion was there was no causal relationship between the product and event. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please tell us about the patient background. (Age, gender, bmi, medical history, allergies, etc.) => age: 69 years old, gender: female, bmi: 20.95, history: hypertension, graves' disease - how much powder did you use in which area prior to closure of the wound? => a total of 3 g was used on the soft tissue prior to wound closure. Please give us a timeline of the swelling below the knee, from the time of discovery to examination and treatment. => found: (B)(6). Went to dermatologist on (B)(6). Cause unknown treated with prednisolone sodium succinate. On the morning of (B)(6), the lesion spread to the abdomen. Scheduled to be hospitalized for two weeks, but the stay was extended for another two weeks. Itching is felt when bedding or hands touch it. If not touched, itching is not felt. What is the physician's history of surgicel powder use? The surgeon used for two cases as sample. The second case was on (B)(6). In this case, the surgeon used it without any problem. Current status of the patient? The patient has been getting better since (B)(6) but is still in the hospital. The patient is scheduled to be discharged on (B)(6). What is physician¿s opinion as to the etiology of or contributing factors to this event?. =>¿ I am not assuming it was the powder, but there was no other part of the procedure that I changed. I now see how the patient is doing. I am not sure what was the cause.¿ do you have any pictures of the swelling reaction? We cannot get the pictures. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Use of prednisone. The patient had an extended hospital stay of 2 weeks. If medication was required, please clarify if it was prescription strength. Use of prednisone. What is the most current patient status? The swelling has been recovering from (B)(6). The patient discharged on (B)(6). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. What were the diagnosis and indication for the index surgical procedure? 2. Was there any intraoperative concurrent use of other products? 3. What is the lot number? 4. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 5. Where was the surgicel used (on what tissue)? 6. Was the surgicel product left in place? Was the excess irrigated and removed? 7. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative course? 8. What is the patient¿s current status?